Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit has been locked without the transition in place and the hole was deformed. There was no known patient involvement or delay in surgery. The unit was recently repaired earlier this month and will be sent in for repair.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The unit was received with the base handle closed without the 6 inch transitional installed . This caused the hole to become deformed and will affect the intended function of the device. The unit was received missing the adjustment wrench. The device history record (DHR) review was conducted with no abnormalities related to the reported failure. The investigation of the device did confirmed the reported condition. The definite root cause of the observed condition could not be reliably determined.

Event description:
N/a.